Event description:
During follow-up, left ventricular (lv) lead dislodgement was noted. When attempting to reposition the lead, the stylet was unable to be removed. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.